Event description:
A male pt had received three hyalgan injections in the right knee for arthrosis. Approx three months later, he was diagnosed with fibrosis-like lung disease. The pt has not yet recovered. The following information was provided (translation from finnish): in 2008, the pt lamented dyspnea and was visited by his gp whose notes recorded: "anamnesis a male, hypertension, osteoarthritis, prostatic hyperplasia. Medication expros 0.4 mg 1 x 1, dilzem 120 mg 1 x 2, arthryl. Had an influenza vaccine three weeks ago, suddenly after that had dyspnea, cough. Dyspnea gets worse during exertion, continous cough. No mucus production, has had no fever. Has also had chest pain when walking. General condition relatively good. Dyspnea during appointment, lips are cyanotic. No swelling in legs, heart rate normal. Steady rhythm upon heart auscultation, no murmurs. Stertor of respiration on the left side in the lower pulmonary lobe. Thorax x-ray to be taken. Further measures to be decided after that." On the following month, a thorax x-ray was requested due to dyspnea. Findings dated two days later is provided. The pt was then visited at hospital by a pneumologist. The following information is taken from his/her notes: the same day - reason for coming: lung changes.

Manufacturer narrative:
This adverse event was temporally related to the treatment with hyalgan, but apart from that, there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining whether the intra-articular administration of hyalgan may have caused or contributed to the event, even though no other causes have been found at the present. We consulted our data-base looking at adverse events involving lungs and we can confirm that the only case of pulmonary fibrosis, recorded worldwide since 1987 when the product was first put on the market, is the present one. Lot number not available.